Event description:
A physician reported that while treating a patient on 23 july 1999, in the nasolabial folds, the collagen extruded at the hub of the syringe and splattered onto the patient. The 30-gauge needle remained on the syringe. There was no injury to the patient or the physician. No medical intervention was required.